Event description:
It was reported the screen fades in and out very badly. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the display screen fades; moving the screen changes the appearance. The display flex cable was found out of electrical specification. Analysis also found the stylus was missing and a new stylus could not be calibrated. The mpu (microprocessor unit) printed circuit board was found out of electrical specification. It is noted a system error was received with some interrogation attempts. System fan is intermittently noisy. The display screen drops due to the lower display hinges being out of mechanical specification. (B)(4).